Event description:
It was reported that the patient presented for follow-up with loss of capture exhibited by the right ventricular lead. Lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted. The full helix extension length was measured within specifications. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.